Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was cut flush.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was cut flush.

Manufacturer narrative:
Alleged failure: during hip labral repair, cinchlock ss anchor was inserted and tensioned without issue. When the surgeon went to lock the anchor and remove the inserter, the pull wire remained inside the anchor extending out through the transport cannula outside of the joint/body. Additionally, when the lock was deployed, there was an audible difference that occurred compared to normal deployment. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user technique error, 3) use of excessive force, 4) torque specification for pull wire assembly screws could be off. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.